Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation will be initiated based on the reported info.

Event description:
It was reported that a cam02 had a sensor board failure warning. The event occurred during insertion/set up and was described as follows: when powered on the error message occurred "sensor board failure." This was the first time this new monitor was used. The pt was not injured. Insertion was delayed a few minutes while the team searched for another monitor. The nurse was unable to provide pt info such as age, gender or medical condition.

Manufacturer narrative:
Integra has completed their internal investigation on 11/19/2015 . The investigation included: methods: evaluation of actual device, review of device history records, review of complaints history. Results: the customer complaint ¿error message e2041¿ was verified. The root cause of the error code e2041 was verified as an icp firmware: micro eeprom checksum failure. CAPA was initiated to evaluate eeprom failures and is currently at CAPA implementation. DHR pack was reviewed for cam02 monitor serial number (B)(4). Date of manufacture: 2014-sep. The DHR review verified all the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cam02 monitor been released. Rate of occurrence: during the time period ¿jan 2014 to jan 2015¿, the global product usage for cam02 monitor was calculated as (B)(4) usages, using the total quantity of cam02 monitor catheter sales sold to calculate the quantity of usages. 1 catheter is used per procedure, and is used as a means of quantifying the number of procedures undertaken. The quantity of complaints over the 12 month period with the key words identified in the complaint review can therefore be calculated as (B)(4) of procedures. Conclusion: the root cause of the error code e2041 was verified as an icp firmware: micro eeprom checksum failure.